Event description:
The customer reported that the ventilator is not working on battery power. The customer reported, the unit was in use on patient, but there's no patient harm.

Manufacturer narrative:
(B)(6). Patient information was requested and the customer did not respond.